Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer noticed huge crack on the pump. Customer was in the pool. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposed to moisture and cosmetic damage located at the battery compartment on 26 june 2022 .the insulin pump passed the following tests: displacement test, self-test. P-cap locked into place properly. Pump was successfully downloaded with thump. There were no anomalies during testing and in pump history file. Pump was cut open to perform visual inspection and found moisture damage at electronic assemblies and force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, missing display window cover, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), fading serial label, corroded battery tube. Moisture damage was confirmed and located on pcb 1, pcb 2, and force sensor. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.